Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 38mm in length, concentric, de novo target lesion was located in the mildly calcified and 2.5mm in diameter left circumflex (lcx) artery. After engaging the lesion with a non-bsc guide wire, a 2.50 x 38 mm synergy drug-eluting stent was deployed to treat the lesion. The stent was then post-dilated with a non-compliant balloon at 14 atmospheres. However, it was noted that a mild dissection occurred at the proximal site of the stent. A 2.50x28mm synergy stent was then used to cover the dissection and the procedure was completed. No further patient complications were reported. The patient was stable and was responding well to medicine.